Event description:
It was reported that the customer received a no delivery alarm from his insulin pump during a manual prime. The customer's insulin pump's reservoir compartment has a piece of plastic broken of, and the customer believed the damage could have caused the no delivery alarm. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.